Manufacturer narrative:
(B)(4). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The pad-pak was first installed successfully on the (B)(6) 2014 and performed to specification up to the (B)(6) 2016. The returned pad-pak was installed. The device was power cycled, passing a self-test. No warnings were given on power off, however a chirp was present alongside the green status led. This indicates a fault. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. Investigation found the reported fault was membrane failure due to manufacturing defect. A fault was measured across the red status led, this had caused current leakage to the beeper which resulted in the device emitting an audible chirp alongside the green status led. On visual inspection of the rear of the membrane, a partial short circuit created by excess silver paste was found.

Event description:
There was no patient involved in this event. Green status indicator flashing and beeping.